Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used inflator device with packaging confirming the reported lot number was returned for further evaluation. The returned inflation syringe was physically tested for pressure test per specification with passing results. The reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for further evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that when the end user tried to inflate the syringe, the inflator syringe would not inflate. No injury reported.